Event description:
New information noted that the tip of the lead was the helix and the suboptimal measurements were high capture thresholds and a failure to sense.

Event description:
It was reported the patient presented for implant procedure. During the procedure, the tip of the lead fell off and the lead measurements were suboptimal. The lead was replaced to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.